Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered a food bolus as intended, but did not end up eating the amount of carbohydrates initially bolused for. This resulted in the customer experiencing a low blood glucose (bg) level of 44-60 mg/dl. Reportedly, customer addressed bg level with juice. Recommendation was made to discuss diabetes management with a healthcare professional.